Event description:
Customer reported that she cracked the screen on an insulin pump she had and did not have it replaced because of the damage. Customer stated, she just used it until she needed it replaced due to a motor error. Customer also complained about sensor reading discrepancies. Customer reported that the enlite sensor was reading 58 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 113 mg/dl. She stated that another time the sensor was reading over 400 mg/dl and another three times she had double arrows but her blood glucose was normal. She also stated, she wore the soft sensor a while ago but had reading discrepancies too of 50 points of difference. Customer is not using sensor any longer due to the issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-06614, 2032227-2015-06593 and 3004209178-2015-94037.